Event description:
It was reported that during preparation for water vapor therapy, error 219 - faulty delivery device appeared in the generator screen. The ok button was pressed, and it led to error 240 - prime failed. The same event occurred with a total of three delivery devices. The procedure was cancelled when the patient was already under general anesthesia. No patient complications were reported, a second procedure is needed, and the patient pacemaker should be switched off again. The day after the event, the generator was tested with another delivery device and it worked fine, while the error was reproduceable with the complaint devices. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned delivery device underwent analysis. Visual inspection identified that the rf coil was burnt. When the device was connected to the generator the message device displayed error 219 (resonant frequency less 410 khz or greater than 460 k219) appeared and it was noticed that all the buttons were not working. The allegations experienced by the customer were confirmed. It is likely that at the time of the event, the rf coil failed in such a way that it caused the low temperature, high temperature and water pressure error codes ultimately getting hot enough to display error 219 and error 240 during vapor generation. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that the failure of the rf coil component was the most probably cause of the event. This investigation is assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that during preparation for water vapor therapy procedure, error 219 (delivery device frequency error) displayed on the generator screen. The "ok" button was pressed, and it led to error 240 (low water pressure (prime). The same event occurred with a total of three delivery devices. The procedure was cancelled when the patient was already under general anesthesia. No patient complications were reported. It was further noted that the patient pacemaker should be switched off again. The following day after the event, the generator was tested with a new delivery device. The delivery device worked fine with the generator; while the error codes were able to be replicated with the three complaint delivery devices. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.